Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable. One tr band and packaging label were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 0ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the check valve or balloon assembly. The sample passed leak testing. The sample was subject to additional leak testing per qa287 rev 3. 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 15ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no damage or foreign matter was found. One tr band and packaging label were returned for assessment, and the sample passed all leak testing. The check valve was deconstructed, and no damage or foreign matter was found. The complaint cannot be confirmed for air leakage issues because the returned sample passed all leak testing and no damage or foreign matter was found in the check valve. The exact root cause cannot be determined. Review of the device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the device was within manufacturing and design specifications when it was released from terumo medical corporation control.

Manufacturer narrative:
. E3: occupation: rcis the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tech placed an appropriately sized regular tr band, then inflated the tr band to achieve patent hemostasis after about 6-8 seconds the balloon deflated and patient began bleeding. Tech attempted to reinflate balloon and had same deflation results. A new tr band was used to achieve hemostasis. The estimated blood loss was less than 250cc. The procedure for the patient prior to the use of the tr band was a left heart catheterization. The patient remained in stable condition and is doing fine. A hematoma was noted at the site.